Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working, check therapy electrode messages) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and the front response button was non-functional. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and causing the reported check therapy electrode messages. The root cause for the damaged connector was excessive force. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons weren't working and the patient was receiving frequent check therapy electrode messages.